Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported complaint was duplicated. Liquid crystal display bleed and case damage found during the investigation. Liquid crystal display and rear housing were damaged. Front housing had no damage. Root cause is unknown. Replace liquid crystal display and rear housing assembly.

Event description:
It was reported that there was an liquid crystal bleed and case damage during testing. No patient injury reported.